Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("abdominal pain / pain") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("(bladder/ urinary tract/vaginal) type: vaginal "). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("lack of energy"), the first episode of alopecia ("hair loss"), inflammation ("inflammation"), headache ("headaches"), abdominal distension ("stomach bloating"), mood swings ("mood swings"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia) / heavier bleeding during monthly"), cystitis ("bladder infection "), furuncle ("rashes or skin conditions type: types of boils"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), astigmatism ("astigmatism"), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of alopecia ("hair loss"), back pain ("lower back pain"), pain in extremity ("bottom of my feet pain"), arthralgia ("ankle pain"), the second episode of abdominal pain ("abdomen pain"), vertigo ("vertigo"), dizziness ("dizziness"), tinnitus ("ringing in ears"), gastrointestinal disorder ("abdominal issues"), skin papilloma ("small moles warts all of my arms, legs, and back"), visual impairment ("vision/eye problems type: near"), migraine ("migraine") and myopia ("vision/eye problems type: far"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the asthenia, inflammation, abdominal distension, mood swings, vaginal haemorrhage, cystitis, vaginal infection, female sexual dysfunction, furuncle, tooth disorder, vaginal discharge, astigmatism, fatigue, weight increased, the last episode of alopecia, the last episode of abdominal pain, dizziness, tinnitus, gastrointestinal disorder, skin papilloma, visual impairment, migraine and myopia outcome was unknown and the headache, dyspareunia, back pain, pain in extremity, arthralgia and vertigo was resolving. The reporter considered abdominal distension, arthralgia, asthenia, astigmatism, back pain, cystitis, dizziness, dyspareunia, fatigue, female sexual dysfunction, furuncle, gastrointestinal disorder, headache, inflammation, menorrhagia, migraine, mood swings, myopia, pain in extremity, skin papilloma, tinnitus, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight increased, the first episode of abdominal pain, the first episode of alopecia, the second episode of abdominal pain and the second episode of alopecia to be related to essure. Most recent follow-up information incorporated above includes: on 19-sep-2018: coding correction: event vision/eye problems type: near and far with meddra llt visual disturbance split in to 1. Event vision/eye problems type: near with meddra llt near vision disturbance and 2. Event vision/eye problems type: far with meddra llt short sightedness. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("abdominal pain / pain") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced vaginal infection ("(bladder/ urinary tract/vaginal) type: vaginal "). In (B)(6)2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("lack of energy"), the first episode of alopecia ("hair loss"), inflammation ("inflammation"), headache ("headaches"), abdominal distension ("stomach bloating"), mood swings ("mood swings"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia) / heavier bleeding during monthly"), cystitis ("bladder infection "), furuncle ("rashes or skin conditions type: types of boils"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), astigmatism ("astigmatism"), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of alopecia ("hair loss"), back pain ("lower back pain"), pain in extremity ("bottom of my feet pain"), arthralgia ("ankle pain"), the second episode of abdominal pain ("abdomen pain"), vertigo ("vertigo"), dizziness ("dizziness"), tinnitus ("ringing in ears"), gastrointestinal disorder ("abdominal issues"), skin papilloma ("small moles warts all of my arms, legs, and back"), visual impairment ("vision/eye problems type: near"), migraine ("migraine") and myopia ("vision/eye problems type: far"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the asthenia, inflammation, abdominal distension, mood swings, vaginal haemorrhage, cystitis, vaginal infection, female sexual dysfunction, furuncle, tooth disorder, vaginal discharge, astigmatism, fatigue, weight increased, the last episode of alopecia, the last episode of abdominal pain, dizziness, tinnitus, gastrointestinal disorder, skin papilloma, visual impairment, migraine and myopia outcome was unknown and the headache, dyspareunia, back pain, pain in extremity, arthralgia and vertigo was resolving. The reporter considered abdominal distension, arthralgia, asthenia, astigmatism, back pain, cystitis, dizziness, dyspareunia, fatigue, female sexual dysfunction, furuncle, gastrointestinal disorder, headache, inflammation, menorrhagia, migraine, mood swings, myopia, pain in extremity, skin papilloma, tinnitus, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight increased, the first episode of abdominal pain, the first episode of alopecia, the second episode of abdominal pain and the second episode of alopecia to be related to essure. Most recent follow-up information incorporated above includes: on 19-sep-2018: coding correction: event vision/eye problems type: near and far with meddra llt visual disturbance split in to 1. Event vision/eye problems type: near with meddra llt near vision disturbance and 2. Event vision/eye problems type: far with meddra llt short sightedness. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("lack of energy"), alopecia ("hair loss"), inflammation ("inflammation"), headache ("headaches"), abdominal distension ("stomach bloating"), mood swings ("mood swings") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, asthenia, alopecia, inflammation, headache, abdominal distension, mood swings and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, asthenia, dyspareunia, headache, inflammation and mood swings to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.